Event description:
The surgeon mentioned during the case that metallosis was present on patient patellar, femur and tibia.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: a complaints database search did not identify any anomalies. The parts and lab report were transferred to bioengineering for review. A report was received stating: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. From the information reviewed it is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.